Manufacturer narrative:
Analysis of the pump revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (25 mg/ml) and marcaine (25 mg/ml) via an implanted pump; the doses were unknown by the reporter. The indication for pump use was non-malignant pain. On (B)(6) 2016 it reported that the physician reported under infusion. There had been reservoir discrepancies over 6 ml at various refills; the dates and exact volumes were not reported. The diagnostics/troubleshooting performed were unknown by the reporter. The pump was replaced. The issue was resolved. The patient status was reported as alive no injury. The onset date of the issue, patient symptoms, troubleshooting performed, and cause of the volume discrepancies was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.